Manufacturer narrative:
Quality safety evaluation received on 09-nov-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced intermittent bleeding / dysfunctional uterine bleeding. A hysteroscopy was scheduled in order to check whether essure removal is required. This event is anticipated in the reference safety information for essure. In this case, she started experiencing this event about 3 years after essure insertion. Although dysfunctional uterine bleeding was reported, it was not reported whether it was found in the absence of demonstrable structural or organic disease. However, considering that bleeding may occur with essure therapy, a causal relationship with suspect insert cannot be totally excluded. This case was regarded as incident since an intervention will be required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information is being sought.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of dysfunctional uterine bleeding ("intermittent bleeding / dysfunctional uterine bleeding") in a (B)(6) female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). At the time of the report, the dysfunctional uterine bleeding outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-apr-2017: reporter did not respond to final follow up attempt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced intermittent bleeding / dysfunctional uterine bleeding. A hysteroscopy was scheduled in order to check whether essure removal is required. This event is anticipated in the reference safety information for essure. In this case, she started experiencing this event about 3 years after essure insertion. Although dysfunctional uterine bleeding was reported, it was not reported whether it was found in the absence of demonstrable structural or organic disease. However, considering that bleeding may occur with essure therapy, a causal relationship with suspect insert cannot be totally excluded. This case was regarded as incident since an intervention will be required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.

Event description:
This is a spontaneous case report received from a health professional in united states on 02-sep-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Additional information was also provided on 15-sep-2016. Office manager would like code for removal of essure. She is trying to schedule a patient for removal of essure. It was also reported that patient was complaining of intermittent bleeding / dysfunctional uterine bleeding since end of (B)(6) 2016. Doctor has scheduled the patient for a hysteroscopy on (B)(6) 2016, she 's going to look to see if she would need an essure removal or not. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced intermittent bleeding / dysfunctional uterine bleeding. A hysteroscopy was scheduled in order to check whether essure removal is required. This event is listed in the reference safety information for essure. In this case, she started experiencing this event about 3 years after essure insertion. Although dysfunctional uterine bleeding was reported, it was not reported whether it was found in the absence of demonstrable structural or organic disease. However, considering that bleeding may occur with essure therapy, a causal relationship with suspect insert cannot be totally excluded. This case was regarded as incident since an intervention will be required. Further information and product technical analysis are being sought.